Event description:
It was reported to gore that the patient underwent endovascular treatment for a re-stenosis in the left common iliac artery with a gore® viabahn® endoprosthesis with propaten bioactive surface. It was mentioned that the patient was previously treated with several atrium advanta v12 balloon expandable covered stents on both sides of the patient and in the treatment area. It was stated that a cross over approach was performed. A 55 cm 8 fr cook sheath was used, as well as a 0.018 advantage guide wire. The device was advanced to the intended position inside an atrium advanta v12 balloon expandable covered stent. After initiating the deployment the physician felt resistance. It was reported that it was continued to pull the deployment line and that the deployment line broke, resulting in partial deployment of the device. It was tried to remove the device catheter which appeared to be not possible, since it was blocked in the previous implanted stent. Due to rotation of the catheter the atrium advanta v12 balloon expandable covered stent broke and it was possible to remove the catheter from the patient. The endoprosthesis remained in the common iliac artery. Reportedly, the physician did an additional surgery and made a bypass. The patient tolerated the procedure.

Manufacturer narrative:
As the device remains implanted, no further investigation of the device can be performed. (B)(4). An engineering investigation of the device catheter will be performed. Patient details were requested, but not provided. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
Engineering investigation: two deployment knobs were returned with deployment lines as the field sales associate indicated the physician included the deployment line used for the right side where there was no alleged issue, and the deployment line used for the left side for which device failure modes were reported. A single dual lumen was returned, and damage was observed at the distal shaft consistent with breakage under torsion. There was no endoprosthesis returned for evaluation. Deployment knobs- both knobs are unremarkable. Deployment lines- first deployment line measures approx. 181 cm from the knob before break. Second deployment line measures approx. 145 cm from the knob before break. Zipper- n/a. Dual lumen- unremarkable. Distal shaft- broken at transition. Endoprosthesis- n/a. Evaluation of the returned device indicates that both returned deployment lines were broken; however, neither the timing nor the cause of the damage could be independently established. The reported complaint details state resistance was felt after initiating deployment, and the deployment line subsequently broke once pulling on the deployment line continued. The gore® viabahn® endoprosthesis with propaten bioactive surface instructions for use (IFU) indicates the following warning: ¿forcefully pulling the deployment line, especially if excessive resistance is encountered, may result in bowstringing, inaccurate placement, or breakage of the deployment line leading to inadvertent, partial or failed deployment of the endoprosthesis, which may require additional endovascular procedures or surgical intervention.¿ the observation of a broken deployment line with an appearance consistent with tensile failure may have resulted from continuing to pull the deployment line when resistance was encountered as reported in the event details. However, there is inadequate information to confirm whether the deployment line was pulled forcefully and whether excessive resistance was encountered. Therefore, the cause of the reported primary failure mode of deployment difficulty related to a broken deployment line could not be established with the available information, including device evaluation. The event details indicate there was difficulty with removal of the delivery system following partial deployment. The report of withdrawal difficulty could not be independently confirmed with the available information, and the cause could not be independently established although the physician indicated the catheter ¿was blocked in the previously implanted stent¿ (i.e., event related to procedure). The viabahn® device IFU instructs the following with respect to catheter withdrawal: ¿if, during catheter removal, the catheter tip catches on the edge of the endoprosthesis, a slight ¿back and forth¿ motion of the catheter may aid in release.¿ during device evaluation, damage was observed at the distal shaft consistent with breakage under torsion. This observation aligns with rotational motions reported to remove the delivery system. It is also consistent with details reporting a separation of delivery system components in which the partially deployed endoprosthesis and distal shaft assembly remained behind obstructing the left common iliac artery. The complainant¿s reported actions of applying a torsional motion during catheter removal are likely related to the reported separation of components and subsequent vessel obstruction. A photo was provided by the complainant of the returned items contained within a clear plastic bag and tagged with a patient ID (pid) label. The serial number (B)(6) was confirmed as reported in the complaint description by referencing the pid label as presented in the photo. The complainant also provided a sketch of the treatment plan which is consistent with information received from the field. The images were reviewed as part of the investigation and are consistent with information gathered during the engineering evaluation. No further information was obtained from the review of the images. This investigation, including evaluation of the returned device, was able to confirm the report of deployment difficulty (i.e., broken deployment line). The observation of a broken deployment line with an appearance consistent with tensile failure may have resulted from continuing to pull the deployment line when reported resistance was encountered. IFU recommendations warn against ¿forcefully pulling the deployment line, especially if excessive resistance is encountered.¿ however, there is inadequate information to confirm whether the deployment line was pulled forcefully and whether excessive resistance was encountered. Therefore, the cause of the reported primary failure mode of deployment difficulty related to a broken deployment line could not be established with the available information, including device evaluation. During device evaluation, damage was observed at the distal shaft consistent with breakage under torsion. This observation aligns with rotational motions reported to remove the delivery system. It is also consistent with details reporting a separation of delivery system components in which the partially deployed endoprosthesis and distal shaft assembly remained behind obstructing the left common iliac artery. The complainant¿s reported actions of applying a torsional motion during catheter removal are likely related to the reported separation of components and subsequent vessel obstruction. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: hazards and adverse events procedure related: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: malposition. Device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: deployment failure and device failure.